Event description:
The initial reporter received questionable ca2 calcium gen.2 results for "several patients" tested on a cobas c 503 analytical unit. On (B)(6) 2021, the customer stated the qc results recovered high. The customer performed calibration and qc with acceptable results. The customer stated the laboratory did have water problems due to construction. On (B)(6) 2021, the customer stated the qc results recovered low. The customer performed calibration and qc with acceptable results. The initial calcium results were reported outside the laboratory. The customer performed repeat testing with the samples on a different cobas c 503 analytical unit. The customer provided one example of questionable calcium results. The patient's initial calcium result was 1.89 mmol/l. The patient's repeat result was 2.34 mmol/l. The customer determined the repeat results were correct and corrected reports were provided. The calcium reagent lot number was 56264901 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Reagent issues were excluded. A defective water supply unit was identified at the customer site. After the water supply unit was repaired, the customer had no further issues. The investigation determined the issue with the water supply unit was the cause of the event.